Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported, during the final tightening of the screw in the shaft of a proximal lateral tibia plate, the doctor took off the torque limiter for final tightening and broke the screw head. The other part of the screw remained implanted securely. The screw head was removed from the patient.